Manufacturer narrative:
Correction: expiration date and date of implant additional information: event details. An event regarding corrosion and abnormal ion level involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant revealed: "x-rays dated november 18, 2016 are two aps and two laterals of the right hip demonstrating a posterior dislocation and one ap on that same date showing the hip post-reduction and in nominal position." [...] "No follow-up is documented between december 2008 and november 2016, there is no examination of explanted components, no surgical pathology report, and no confirmation of metalosis or corrosion. There is no radiographic or clinical confirmation of problems with the hip arthroplasties other than the episode of right traumatic dislocation. Elevated serum cobalt in patient with four longstanding major joint replacements is not necessarily pathologic. The elevated cobalt appears to be the primary indication for the right hip revision, which replaced only the head with another cobalt-chromium smaller head in an mdm construct. There is no evidence the revision surgery or periodic mild symptoms in both hips in his morbidly obese female patient was the result of factors associated with implant material or manufacturing. " -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there have been no other events for the lot referenced conclusions: no conclusion decision can be made based on the provided information. The exact cause of the event could not be determined because insufficient information was provided. Additional information including follow-up notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient is 11 years out of an accolade tmzf stem and had a traumatic dislocation and severe pain followed. Upon revision black staining was noted all around the trunnion and head. * updated on (B)(6) 2019 by qs: based on the review of provided medical records: "on (B)(6) 2017 a lab report indicates blood cobalt was 13.2 (<1.0)" ... "On (B)(6) 2019 a revision right total hip was performed for a pre- and post- operative diagnosis of "failure of stryker right total hip replacement secondary to corrosion of femoral head and neck junction"."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient is (B)(6) out of an accolade tmzf stem and had a traumatic dislocation and severe pain followed. Upon revision black staining was noted all around the trunnion and head.